Event description:
Our affiliate is reporting that the insulation of the distal tip of the vapr electrode fell off into the patient. The insulation was completely removed without further incident or harm to the patient. No further action was necessary because the case was already completed.

Manufacturer narrative:
The complaint device has yet to be returned for evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. This is the first complaint on this batch of product, therefore there are no other complaints of any kind for this lot. At this time, we cannot conclude as to what precipitated the reported event. When and if the complaint device is received here at depuy mitek it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause, a follow-up report will be filed.